Event description:
It was reported that the customer fell and the insulin pump got damaged. It was stated that the screen looks burnt. The right half of the screen has a big blotch and customer cannot see the menu items. The customer noticed the damage while delivering a bolus. Blood glucose value was 79 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had cracked and bleeding display glass. No missing segment anomaly could be verified due to physical damage to the display glass. The insulin pump was received with minor scratches on the display window, scratched reservoir tube window and a cracked reservoir tube lip.